Event description:
--

Manufacturer narrative:
The device was explanted and replaced four days later. It was noted that the competitive right ventricular (rv) lead was surgically abandoned and replaced during the procedure. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that during the routine device check, interrogation of this implantable cardioverter defibrillator (ICD) resulted in two messages on the programmer screen. Elective replacement indicator (eri) battery status had been declared in (B)(6) 2012 and end of life (eol) battery status was declared in (B)(6) 2013. The monitoring voltage was 2.68v, with a charge time of 30 seconds. Premature battery depletion was suspected. The patient was admitted for device replacement. No adverse patient effects were reported.